Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that defibrillator conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), all insulators were breached from a clavicle-rib crush, the outer tubing overlay cosmetic environmental stress cracking and there was a white substance on the exposed defibrillation coil.

Event description:
It was reported that the right ventricular lead was fractured due to subclavian crush. The lead was removed and replaced. No patient complications have been reported as a result of this event.